Event description:
Additional information from the patient indicated that he was having an magnetic resonance imaging (MRI) due to the spinal leak and the hospital was telling him he had to schedule a rep to meet him after the MRI.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient indicated that the doctor that implanted the device initially did not anchor the catheter properly. The patient stated the catheter "moved in and out" so the epidural was "pierced". The patient also stated they had to undergo two surgeries to fix it. The patient stated there was a new doctor who bought the clinic. The patient stated they were at 1.1mg of fentanyl/day but the hcp planned to titrate the medication down to 0.1 over 4 weeks before the patient goes through another (3rd) surgery. The patient stated the 3rd surgery, the hcp plans to remove the catheter and leave the pump implanted but filled with saline. The patient was told they wanted their spine to heal from the spinal fluid leak. The patient mentioned they were in afghanistan and sustained multiple injuries that required multiple surgeries which lead to the patient having the pump implanted. The patient stated the trial went wonderful and they had great results but the hcp never got good results from the implanted device. The patient stated the doctor never turned the pump up enough to do any good then said when the doctor who did the revision surgery discovered the spinal leak the pump was turned "up to 5x the lethal dose". The patient mentioned they were a workman's comp patient and they were getting a second opinion through a different facility. The agent asked if they had an appointment with them yet and the patient did not provide a response. The patient stated they carry 6 narcan, a razor blade/knife, and alcohol because they were worried about issues considering their chronic pain medication use. The patient mentioned they have had multiple magnetic resonance images (mris) and every rep they had encountered had been amazing. The patient stated their pain was the best it has been in years and mentioned the hcp had sent the patient for a psych eval and patient claimed the hcp thought the patient was imagining the spinal leak. The patient stated their back had ballooned up where the leak was but they had "popped it enough" that it went down. Throughout the call patient mentioned multiple medications: fentanyl, morphine, and dilaudid. The patient had a lot of concerns around reducing the medications due to having been utilizing opiates/pain medications for 15 years. The patient mentioned they had notified the admin of the clinic about their concerns. The agent reviewed mdt/ps role and redirected to hcp. The patient inquired about ambassador program and the agent reviewed information but agreed to connect the patient to caps to further discuss per patient request. Additional information was received from a consumer (con) reporting that the pump really helped with pain control but the patient was still reporting a csf leak. The patient reported symptoms of chills, sweats, shakes, and diarrhea that worsened in the last ten days. The patient stated they were going to talk to their healthcare provider (hcp) about this. The patient reported that their dose was lowered from 1.1 mg to 0.74 mg/day and it sent their body into well more than their body could cope with. The patient was being recommended to a detox facility. The patient was redirected to their hcp. Additional information received from the health care provider (hcp) indicated that the patient's narrative of events were still being considered along with other more objective data points. The patient's care was still in progress and the hcp was in the process of trying to determine what was factual and what was speculation on his part.

Event description:
Additional information received from a patient indicated that they were asking about the dosing report and wanted to know if it was a legal medical report. The agent redirected to their doctor. The patient then mentioned that he had a lawyer he was working with in regards to the doctor and not mdt. The patient indicated that the doctor was going to re-anchor the catheter and would do another blood patch on (B)(6) 2023. The patient stated that he had seen the doctor this week and that this doctor did a catheter dye study on (B)(6) 2023 and it showed that the catheter was moving in the intrathecal space. The patient reported that the doctor gave him a band or back brace to stop the catheter from moving. The patient also mentioned that he had 28 surgeries to date and his head felt like it was in a vice. The patient also mentioned that he has had 14 years of opioids. The patient then stated that a different doctor had referred the patient to psych for psychological evaluation because the doctor said all of the patient's issues were in his head. The patient stated the psychological evaluation therapist told him he was not crazy and redirected him to report the issue to the board.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicated that the patient was believed to have a cerebrospinal fluid (csf) leak. It was also reported that the patient had a post procedural headache. A surgical intervention occurred and the catheter was re-anchored with a repeat epidural blood patch. Diagnostics/troubleshooting included a catheter dye study performed with no catheter leak and the patient had a positional (unknown) under fluoro with moving of skin proximal portion of anchor shift. Actions /interventions taken included re-anchoring of the catheter. When asked if the spinal leak/blood patch, patient's symptoms and catheter moving resolved, the hcp reported that it was improving and there was decreased vision changes and hearing loss. It was also repo rted that the patient still had headaches (ha) with prolonged symptoms and (unknown) blood patch. The patient's weight at the time of the event was also provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal unknown medication via an implantable pump for non-malignant pain. It was reported that the patient stated spinal leak "that I still have going on 8 months." The patient mentioned that he had lost weight due to these issues and was down to 125 pounds. The patient mentioned that when the spinal leak was under control the pump was working well.

Event description:
Additional information received from the consumer (con) reported that he still had intermittent headaches and blurry vision following their blood patch on (B)(6) 2024 the patient mentioned they were concerned that they had overdosed on fentanyl the day because a "bubble" under their skin popped and they had immediate lethargy. The plan had been to do a staged revision. Before scheduling the revision the physician requested a CT of the head to rule out increased intracranial pressure and an MRI to look for fluid collection. If tests come back normal the recommended plan would be to removing the device and exploration surgery for dural tear repair, then wait 12 weeks before placing a new pump. The patient they were unhappy and unsure if they wanted to move forward.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that a company representative was present for the catheter dye study last month (B)(6) 2023) and was determined the catheter tip was loose and easily manipulated. The patient stated they went for a revision on the (B)(6) or (B)(6) , but there was still a leak due to "so much scar tissue" and that the kansas medical board was doing an investigation. The patient also stated that even with the spinal leak, that was the best he had felt in 5 years so they don't want the pump taken out. The patient stated, per their healthcare provider (hcp) they had never seen anything so screwed up. It was further reported that when the patient would drink caffeine and water it did make the headache at least somewhat more manageable. The patient had 22 hours of relief following the epidural blood patch. The patient's hcp had discussed the logistics of pain pump implantation and the sites most likely causing the csf leakage, which would be the catheter insertion site. The catheter dye study was performed on (B)(6) 2023 and did not show any evidence of contrast leakage or extravasation from the catheter. The contrast appropriately exited from the catheter tip to the upper thoracic spine. The hcp reported that the dye study showed that the pump and catheter were intact. Per the patient's medical records, the hcp had noted that during fluoroscopic examination, the catheter was noted to be superficial in location. There were some questions that the locking anchor was causing the catheter piston through the dural sac and resulting in a csf leakage. The patient does get relief with supine positioning. When the patient puts pressure directly over the incision/anchor site, that also helped improve his symptoms suggesting a possible dynamic component to the catheter segment as it entered the thecal sac. The patient underwent revision with repositioning and anchoring of tunnel intrathecal catheter for intrathecal drug infusion and flu oroscopic-guided epidural blood patch on (B)(6) 2023. The previously placed catheter and bi-wing were identified over the left lateral aspect of the l4 vertebral body. Blunt dissection was used to access the bi-wing anchor. The suture, enmeshed scar tissue was removed. An anchor sliver was then used to remove the bi-wing anchor. The catheter was cut with approximately 1 cm of catheter removed. A new bi-wing anchor was placed over the proximal cut portion of the catheter. It was securely anchored with 2-0 ethibond. Pursestring sutures were placed around the catheter and anchor site. The intrathecal portion of the catheter was visualized with fluoroscopy and noted to be at the top of the t6 vertebral body at the completion of anchoring. The two cut portions of the catheter were reconnected using a locking collet. A string relief loop was placed within the incision and the collect was nicely secured in place with 2-0 ethibond. Prior to connecting the intrathecal portion of the catheter and the cut portion of the catheter, there was noted flow of clear fluid from the intrathecal portion of the catheter. After completion of the catheter revision the patient'sblood was sterilely collected and slowly injected into the epidural space. Hemostasis was achieved. It was further reported that there was a mass at the catheter site the size of an egg and was getting better.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the results of the CT performed were unremarkable. It was noted it was not confirmed that the patient overdosed due to a ¿bubble¿ popping under their skin. Actions/interventions included surgical exploration (date not provided).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) stated that the patient has suspected cerebrospinal fluid (csf) leak following pump placement. It was noted that the blood patched and catheter anchored. A catheter dye study was done. The patch was movable with skin manipulation. The hcp was still monitoring the patient. Additional information received from a consumer (con) stated that the patient re-reported some of the issues in this case but also mentioned they had a "fiber to blood patch" performed "a few days ago" that a created "a balloon of fentanyl" so they stated it ¿didn't work.¿ an agent informed the patient relations has been involved to continue working with their healthcare provider (hcp).

Event description:
Additional information received from a consumer (con) reported they had surgery on (B)(6) 2024 to help with their cerebrospinal fluid leak. However, they were being referred to a neurosurgeon and has an appointment for (B)(6) 2024.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) , implanted: (B)(6) 2023 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-may-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl (unknown concentration and dose) via an implantable pump for non-malignant pain. The patient stated that since they put the pump in, it's been one disaster after another. They were on buprenorphine, but 30 years before the fentanyl. The patient further reported that they developed a headache and their spinal cord hurt right after the surgery. The patient stated that for 10 weeks, they had been going to the doctor saying that their head was hurting and they couldn't stand it. It was reported that the hcp asked "what's the pain doing?" And the patient stated it wasn't doing anything. The patient found out last week that they had a spinal headache, probably from a spinal fluid leak. The patient said that when you have a spinal cord headache, you can't tell where it was hurting. The patient further reported that they had a blood patch done last tuesday and that it lasted 20 hours, which to the patient meant that there was probably a leak where the catheter went. The patient stated that they got up at midnight last saturday, went to the bathroom, laid back down on a pillow, and woke up sunday morning with no headache and that the headache was basically gone. The patient laid flat on what he thought was the 13th. The patient said that they never do that, so they propped themselves up and prop their arms up. But, as soon as they got out of bed, their head was throbbing, ears were ringing, and eyes were blurry. The patient laid down and could almost tell that they were getting some medication. The patient said that they told their doctor about it, and asked to look for meningitis, and the doctor told them that they needed to take care of it with their primary care doctor and they didn't order magnetic resonance imaging (MRI) and the hcp hadn't acknowledged anything. The patient further stated that hospital that wanted to do the MRI said that they needed to get a medtronic rep to come there and check the pump. The patient said that they kept telling them to go to a psychiatrist and that the blood patch worked, but they didn't know yet to tell if they were getting any medicine. The patient said that they knew the pump was going to work and that the trial worked perfect. When the agent inquired about pump drug, the patient stated "fentanyl, but I had some dilaudid in there". The agent documented information reported by caller, reviewed rep role and redirected to healthcare provider and due to the nature of the call, it was difficult to focus on a reason for call and collect information.